Event description:
A customer contacted beckman coulter regarding an erroneously elevated troponin (accu tni) result that was generated by the synchron lx I 725 instrument. A patient sample was tested for accu tni and a result of 20.03ng/ml was obtained. The result was reported out of the lab. The original sample was re-tested for accu tni and two results of 0.03ng/ml were obtained. A corrected report has been issued. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Qc was within specifications at the time of this event. System check performed prior to the event passed within specifications. No error codes were generated by the instrument. The specimen was collected in an ER, in a plastic, serum tube with gel separator. The sample was allowed to clot for at least 20 minutes before centrifugation and then was spun at 3,000 rpm for 10 minutes. The customer stated that the sample was aliquoted through a closed tube accessing (cta) which has a clot detection; however, customer stated that the erroneous result may have been due to a micro-clot. A field service engineer (fse) was dispatched to the customer's lab: the fse verified instrument performance per established procedures. A clear root cause has not been determined in event. A malfunction will be assumed for the purpose of this report.